Event description:
Rn from a user facility reported adhesive did not remain intact during use resulting in needle dislodgement. A 700 ml of blood loss. The rn stated the patient was dialyzing on a 2008t hemodialysis machine when the needle dislodged from the patient's arm and caused a blood leak. The rn was unable to provide the serial number of the machine or how long into treatment in which the blood leak occurred. The rn stated the adhesive tape came off, causing the needle to dislodge from the patient's arm. It was unknown if the machine prompted with any alarm as a result of the reported blood leak. The rn confirmed there was no disconnect between the bloodlines and needle. The rn stated no patient adverse effects were experienced and no medical intervention was required as a result of the event, and the patient was able to complete treatment with new supplies on a different machine without further issue. 3/6/18: complaint received from fmc, email sent asking why the complaint was submitted if the complaint details indicate the tape used during treatment cause the event. Fmc advised that they had to report the complaint to manufacturers of all products used during event. Emailed details to clinical specialist for the area to obtain more details on the event. 3/6/18: clinical specialist contacted the facility, but clinic manager was not available left message. 3/9/18: nipro's clinical specialist made 2nd attempt, contacted clinic manager and she advised the patients arm was extremely sweaty and that is the reason the tape came off. She verified that the patient was taped correctly using micropore paper tape. The patient was sent to the hospital and the hgb for the patient was 9. Patient was discharged from the hospital the same day. To prevent the problem in the future the patient was moved so the access arm is now more visible.